Event description:
Cannula lacerated the back of the aorta with the obturator tip during insertion, causing dissection of the aorta wall. Surgical intervention was required to repair the wall of the aorta. The pt was in critical condition following surgery.